Manufacturer narrative:
H.6. Investigation: no samples and 1 photo were returned by the customer in support of this complaint. Visual examination of photo was performed and revealed the presence of blood in the bottom of the tube between the inner and outer tubes. Additionally, 20 retention samples were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were received to be evaluated and bd was unable to determine the root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced blood pooling in stopper well. The following information was provided by the initial reporter. The customer stated: site report an issue with ref # 363083 the 2.7 sodium citrate tubes where blood is pooling at the bottom after being centrifuged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced blood pooling in stopper well. The following information was provided by the initial reporter. The customer stated: site report an issue with ref # (B)(4) the 2.7 sodium citrate tubes where blood is pooling at the bottom after being centrifuged.